Event description:
According to the reporter, preoperatively, the needle separated from the suture upon manipulation of the product. A new suture from another company was used to resolve the issue. There was no patient involvement.

Manufacturer narrative:
D10 concomitant medical product: sp-684, sp-684 surgipro* 3-0 blu 45cm c14 x36, (lot #d3k3706fy) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, preoperatively, the needle separated from the suture upon manipulation of the product. It was noted that there was more than one defective suture involved, however, the exact number could not be determined. A new suture from another company was used to resolve the issue. There was no patient involvement.